Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the 35v supply failed. There was no patient involvement.

Manufacturer narrative:
G4: 15jul2019; b4: 16jul2019. MFR. Report #:report #:2031642-2019-03378 is a duplicate of an event previously reported under MFR. Report #:2031642-2019-02583. Any additional information will be submitted under the initially reported MFR. Report #:2031642-2019-02583. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.